Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 89 mg/dl. The customer stated that he was using his insulin pump and the escape button seemed to work and the light turned on when he is on the main screen. The customer stated that the down arrow will work but the escape button does not work. The customer stated that he kept his alarm in his pocket. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker. (B)(4).